Manufacturer narrative:
Samples were provided for evaluation. Visual examination of the samples show black contaminate on the sponge that resembled mold. The reported issue of foreign matter was verified the samples were submitted to our microbiology laboratory for analysis. Sterility and ftir tests were performed and there were no organic growths (mold) found on any of the 9 samples analyzed. Potential root causes for the defect include the operator's failure to perform machine cleaning activities. Controls include gowning procedures and cleaning activities. A production record review was completed for batch/lot 1237871 and there are no defects reported related to "foreign material" during routine in-process inspections during the packaging of the lot. No further action is required. This failure will continue to be tracked and trended.

Event description:
It was reported that packaging is contaminated. Verbatim: packaging for 3ml chloraprep is contaminated. Customer is not aware if whole lot is effected.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4)

Event description:
It was reported that packaging is contaminated. Verbatim: packaging for 3ml chloraprep is contaminated. Customer is not aware if whole lot is effected.